Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. The complaint for post procedural paravalvular leak between dock and anatomy was confirmed empirically through the complaint file. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. The pvl grade was reported to be mild at the medial commissure post index procedure. Available information in the complaint file suggests patient factors likely contributed to the event due to anatomical reasons, commissure to commissure distance and prolapse. Therefore, the most likely cause of this event is due to patient factors. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received a report of a sapien m3 procedure in mitral position where one week post procedure the patient returned to the hospital having congestive heart failure symptoms and it was found that there was severe pvl in the medical commissure. The patient was hospitalized and on pod 19 the pvl was plugged and was resolved. Immediately post procedure there was only mild pvl and patient was doing well.